Event description:
#Medwatcher #(B)(4). High blood pressure, consistent sweating, chronic headaches, lower back pain, stroke - like symptoms, numbing in face, tingling in fingers, bloating, brain fog, weight gain, sharp pains in pelvic area, nausea, rash and hives all over, light-headed, neck pain.